Manufacturer narrative:
Sc-1132( sn (B)(6)). The returned ipg was analyzed, a review of the battery profile revealed premature battery depletion. The electrical test of the internal circuit showed excessive current leakage. The reported premature battery depletion was confirmed. A review of the battery profile revealed premature battery depletion. The electrical test of the internal circuit showed excessive current leakage, which is the root cause of the reported premature depletion. The responsible component was not identified as vh (voltage high) impedance is within the normal range, and the circuit exhibits no hot spot. The probable cause selected is cause traced to component failure. No escalation is required at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation and the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and the ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively.